Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed that the reported e103 occurred due to the lighting lamp failed to light (ignition error) and the igniter deteriorated or the lamp became difficult to light due to it was near the end of its service life. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The reported contacted olympus and requested to have this report closed; however, no additional information was provided. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the clv-190 was producing a error 103 lamp error. It was reported that when turned on, the light source on the lamp does not come up to standby. There was no report of any patient harm or involvement.